Event description:
It was reported that during an unk procedure, after firing the stapler, they opened the stapler and saw that the staples weren't properly formed. As a consequence they had to do a recoupe. As told by the surgeon, they indicator was in the green zone before firing and they put off the safety button. The procedure was delayed by 15 minutes and the procedure was completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 12/26/2025 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a body cavity being manipulated by an unknown device, some b-formed staples could be observed, and the photo does not provide enough evidence related to the event reported. Based on the photo reviewed, the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device lot 197d61, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide a timeline of events. Was a second device used to complete the procedure? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Please confirm what is meant by " a consequence they had to do a recoupe" this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.